Event description:
Ous MDR - four sustained noise episodes classified as vf were noted in the follow-up performed on (B)(6) 2014. The program counts were increased from 8 cycles to 20 cycles and the atrial sensitivity was increased from 0.4mv to 0.6 mv. During the follow-up performed on (B)(6) 2015, 7 non-sustained noise episodes and zero sustained were noted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.